Event description:
A distributor in china on behalf of a healthcare facility reported that the tubing of an opt312 optiflow junior nasal cannula was torn during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.